Event description:
It was reported that the procedure was to treat clotting/deep vein thrombosis (dvt) in the inferior vena cava (ivc) vein. The hi-torque balanced middle weight (bmw) universal guide wire became entangled with the non-abbott filter. During the attempt to remove the guide wire, the guide wire separated. The proximal portion of the guide wire was easily removed; however, the distal portion of the guide wire could not be removed or snared as it was entangled with the non-abbott filter. There was a clinically significant delay in the procedure, and the patient was transferred to surgery to retrieve the devices. There was no additional information provided.

Manufacturer narrative:
(B)(4). It should be noted the hi torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.